Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2011 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot # unknown as information was not provided. Catalog # unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot # is unknown. Investigation is still in progress.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2011." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.